Manufacturer narrative:
The reported event (damaged cable) was confirmed during external visual inspection. The battery failed external visual inspection but passed a partial functional testing. The battery failed visual inspection due to a damaged cable (outer sheath) which was broken with exposed wires near to the battery pack. However, the battery still performed as intended. The connection of battery to the test bed setup results in power to the controller. The battery is recognized by the controller and the battery charger. The mechanical connections were stable. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times.  It also provides information about proper care of the system and what to do in case of an emergency.  Always wait until the "ready" turns on to disconnect the battery from the battery charger. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that a patient experienced a battery with a damaged cable.  The battery was exchanged by the site with no reported consequences or impact to the patient.  No additional information provided.